Event description:
On 21st march 2023, rayner received notification from its german affiliate company of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately post implantation the healthcare professional observed that a crescent shaped piece was missing from the peripheral iol optic.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that a crescent-shaped piece was missing from the peripheral iol optic immediately after implantation. The lens was left in situ as the healthcare professional determined that the haptics were stable and the iol was well centred. Rayner is following up with its german affiliate company to obtain additional information to facilitate further investigation of the event.